Event description:
While using a byte night aligners, patient reported that they had to be seen by their doctor for having a rash around their lips, their lips being severely dry and being swollen under their lips. Patient was given a prescription and are not wearing their aligners anymore. Requested letter of recommendation and provided information on allergic reaction.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.